Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had several issues during infusion. When using a normal saline (ns) 100ml flush bag as primary to administer a secondary intravenous piggyback (ivpb), the pump infused the ns 100ml first before the ivpb secondary, even when the ns 100ml is well below the pump and lvp. The pump had an alert of downstream occlusion and there is no occlusion, screen freezes up and must start over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.